Event description:
The patient returned from CT scan and was placed back on his ventilator. At this time the ventilator did not respond to manual adjustments or ventilator silence as well as other buttons on the ventilator. At this time the pt was taken off the ventilator and was given manual breaths with an ambu bag with a 100% fio2 source. Another therapist brought in another ventilator. The pt was placed on the same settings and o2 sats and heart rate were fine. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
On 09/19/06, based on what was originally reported to us by the user facility this event was determined to be non-reportable per the application in our quality manual. On 10/17/06 we rec'd a user facility medwatch report concerning this event from the FDA via the viasys healthcare corp headquarters. Based on that user facility medwatch report we have reversed that decision. The viasys field service rep evaluated the unit and determined that the root cause of the reported event was a faulty user interface module. The viasys field service rep replaced the user interface module and ran the unit through a complete checkout to ensure that it meets all factory specifications. Upon completion the unit was returned to the customer's control ready to be placed back into service.